Event description:
The user facility reported that the doctor used the glidewire through a needle into the pericardium and it appeared that part of it became sheared off. The piece was left in the patient and then appears to be no issues with the patient due to this occurrence. It was not removed. Terumo medical received a user facility medwatch report # (B)(4). The event description states: "pt was on the table having a pericardiocentesis and physician using a terumo guide wire and when the wire was being removed, the distal part of the guidewire was retained in the pericardial space, physician aware w/ no harm to the patient and image captured on fluoro in pt chart." The original intended procedure was a pericardiocentesis. The location where the event occurred was the electrophysiology lab.